Event description:
Pt complains of dry eyes, mouth and nose, burning feet, severe fatigue, memory loss and word loss, joint pain, severe migraine headaches, fingers turn white, blurred vision in both eyes, nausea in the middle of the night, bladder control problems and vertigo. Event date: 5/11/79.